Event description:
It was reported that the shock impedance measurements were out of range on this right ventricular (rv) lead. All other values were within normal limits. Technical services (ts) reviewed the data and discussed performing a max energy commanded shock to determine the root cause of the values being out of range. As the device had three years remaining the clinic noted that a replacement may be considered if the values continue to rise. No additional action have taken place to date. No adverse patient effects were reported.